Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 50 mg/dl. The customer treated his low blood glucose level with food. The reservoir was showing less insulin than what is shown on the status screen. The customer had blood at the site. The insulin pump was alarming calibration error. The customer experienced a high blood glucose level of 313 mg/dl. He treated his blood glucose level with the insulin pump. The high pressure test passed. The device was not returned.